Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding an implantable neurostimulator (ins). Rep stated the patient's (pt) device was "dead" and they can't get a jump start on it. Rep stated they were told the device died a couple months ago and the pt did not remember if they saw eri. Rep was unsure if the pt had to do a physician recharge before. The pt was redirected to their healthcare provider to further address the issue. Agent sent an email with the MRI guidelines to the rep per request. Additional information was received from the manufacturer representative (rep). Rep stated they attempted a jumpstart at the doctor's office. Rep said the implantable neurostimulator would not jump start and that the countdown would pop up and then disappear. Rep stated that it did that twice and then never popped up again. The information provided had been confirmed with the patient (pt).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Rep reported no further attempts will be made to recover the device. A discussion with provider and patient's family will take place to see if patient would like to replace the device.